Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the healthcare provider (hcp) reported that the patient's incontinence was worse than ever. The required transfusion of 2 units of plasma and 2 of blood were mentioned as well as the hospitalization and physical therapy to help with the impaired ability to walk. After the hospitalization and physical therapy previously reported, the hematoma symptoms returned in the right hip on (B)(6) 2015. The patient then took an ambulance again to the hospital and was a patient for another 4 days. When it was confirmed that the hemoglobin was at a critical level for a second time, the patient received 4 more units of blood. He was then transferred to another healthcare facility for another 5 weeks. Swelling and fluid retention from the waist down increased his weight by 30 pounds. His scrotum was so swollen that it entirely enveloped his penis. He also developed bronchial pneumonia along with other problems. The patient's cardiologist stated that the second hematoma was directly related to the first. Numerous problems remained with the patient. There was a hard, elongated mass from his left buttock to his knee, making sitting most uncomfortable. He was told by his primary physician that this is caused by excessive blood from the hematoma which had not been absorbed back into the system and then calcified. The patient understood this to be a permanent problem. There was also a sense of numbness which extended from the anal area of his left buttock down through a portion of the left thigh. Interrupting the feeling of numbness was occasional sensations of pain similar to an electrical shock. After the swelling of the scrotum receded, the penis was left so short that it presented complications in normal male urination. His walking ability was impaired so that he had been in a walker and had been receiving physical therapy for more than 4 months. He could not drive and it was difficult to get in and out of a car. In addition to these and other physical problems, the patient experienced many expenses. Additional information received from the manufacturer representative (rep) on (B)(6) 2015 reported that the patient was okay and was seeing his neurologist, primary care physician, and cardiologist. There was no new information regarding the hematoma, though it was stated that things had gotten worse and not better. He was feeling a crawling feeling and a shocking/pain where the hematoma was calcified. He believed it had to do with the numbness. He felt the doctor made a mistake and hadn't heard from him regarding a letter that was sent.

Event description:
It was reported that a patient was on warfarin prior to a trial and was told that this did not call for any adjustments prior to the trial procedure. The trial procedure began on (B)(6) 2015. During the trial week, he developed a massive hematoma on his left buttock, making it very uncomfortable to sit, lie, or stand. On (B)(6) 2015, the patient saw his doctor about this, the trial wires were removed, and the permanent implant scheduled for the following day was canceled. Prior to removal, he believed he had about 50 percent relief of his symptoms. The doctor had blood drawn to determine the patient¿s blood level, it was determined that his hemoglobin was ¿a little low,¿ and the patient was instructed to take iron. The day after his visit with the doctor, the patient was taken by ambulance to a hospital where it was determined that is blood was critically low. He was given a blood transfusion. By then, the swelling and stiffness had extended to his left leg, impairing his walking ability. The patient was kept at the hospital for four nights before being transferred to a rehab facility where he was a patient for two weeks. He was discharged on (B)(6) 2015 with the understanding that he would get home health care for a brief period each day and he would get out-patient physical therapy at least three times weekly to help regain his strength and mobility. Two days following discharge, the patient¿s walking and ability to dress himself continued to be impaired, requiring home care assistance each morning. The ordeal the patient had been through and was dealing with as a result of the trial had made him ¿rather skeptical¿ of the permanent implant procedure. About two weeks later, the patient still had problems and had ¿hardness¿ from the hematoma. His primary care physician said it may not all go away and may calcify. The patient was having a difficult time walking and sleeping and had been in physical therapy and home health care since he was released from the hospital and rehab. His leg was so stiff and swollen and he couldn¿t put on his compression socks.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).